Event description:
It was initially reported that a incomplete diagnostics occurred which change the patient to unintentional settings. There was no final interrogation and the patient left the appointment at unintentional setting. The patient had their setting corrected at a later appointment.

Manufacturer narrative:
Analysis of programming history.